Manufacturer narrative:
Age at time of event: 18 years or below. (B)(4).

Event description:
Reportable based on device analysis completed on 27-nov-2017. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6.0mmx100mmx150cm (4f) sterling¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed using a smaller size coyote balloon catheter. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
(B)(4). Returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole at the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 27-nov-2017. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6.0mmx100mmx150cm (4f) sterling¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed using a smaller size coyote balloon catheter. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed balloon pinhole.